Manufacturer narrative:
Multiple attempts have been made to gain additional information from the customer regarding the reported issue. To date no additional information has been received. The sample and lot information is unavailable. The sales representative offered an in-service to the customer regarding proper technique when attaching extension sets to the device. To date, the sale representative has not heard back from the customer regarding the proposed in-service. If any additional information becomes available a follow up report will be submitted. However, at this time a quality investigation cannot be performed since the sample and lot number are not available. (B)(4).

Event description:
"Had a connection issue with our 980202eu cartridge where it disconnected during use and caused a breach in the line and put a patient at risk due to an open line and disruption of i.v". Sales representative called writer and provided an update regarding this complaint. States customer does not have the sample as it was discarded, the lot number is unknown. States that the issue may be related to a technique issue among the users by not ensuring that the connections were secure. An in-service was offered to the customer to go over correct technique when attaching extension sets. States has not heard back from the customer but will follow up again regarding the in-service.